Event description:
The customer reported that while processing an hcv plate on ortho summit processor the customer reported negative absorbances in row h of a single microwell plate. No error was reported. No death or serious injury was associated with this incident.